Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer 2 failure. And device was offline in rss. Customer troubleshooted with reboot and recover but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 had failed and was also offline on remote support services (rss). A field service engineer (fse) worked with the pharmacy staff to troubleshoot the issue. After running diagnostics and testing voltage on the controller board, the fse found that the controller board on drawer two needed to be replaced. The engineer also cleaned underneath the cubie pockets on the drawer trays and rebooted the station. Following these actions, the system was restored to normal operation. The system functioned as intended after the field service engineer repaired the device.